Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted the balloon ruptured at 4atm. The device was pulled out without any problem. The procedure was completed with another of same device. No patient complications were reported.